Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 3 mmol/l at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting and declined for high blood glucose as it was treated and feels fine. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer used auto mode. Customer stated that they did not alleging insulin pump was over delivering. The insulin pump will not be returned for analysis.